Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes) h10.

Event description:
It was reported by the customer that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shutdown and they were unable to close the display due to damaged hinges. It was later reported as well that the users reported the unit turning on/off while on patient. User swapped out unit and continued therapy with another console. There was no patient harm/injury or adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to duplicate the shutdown issue. The stm let the unit run without any issue upon initially testing and nothing abnormal was identified in the diagnostic fault logs. However, the stm observed the broken display hinge covers with the right cover hinge inoperative and fixed in place. To resolve the issue, the stm replaced the right upper hinge display and the upper hinge cover display. The unit was calibrated and passed all functional and safety tests per factory specifications., and the iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported by the customer that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shutdown and they were unable to close the display due to damaged hinges. It was later reported as well that the users reported the unit turning on/off while on patient. User swapped out unit and continued therapy with another console. There was no patient harm/injury or adverse event reported.